Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 30, 2021 that a lighttrail reusable 365um laser fiber was used in a rigid ureterorenolithotripsy procedure in the ureter performed on (B)(6) 2021. During withdrawal, when the physician was removing the laser fiber from the patient, it was noticed that the fiber was broken. The procedure was completed with the original lighttrail reusable 365um laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Blocks d9, h3, ad h10 updated due to product return. Block e1: initial reporter address 2: (B)(6). Block h6: medical device problem code a0401 captures the reportable event of fiber broke. Block h10: investigation results: the returned lighttrail reusable 365um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured 162.6 cm and the second piece measured 146.4 cm. The exposed glass tip was degraded down to the fiber jacket. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. Functional analysis revealed that the light from the sma connector was bright and round, indicating no fracture within the fiber connector. When connected to the laser console, the following message was displayed: please connect fiber. Applicator has been used 1 time. No other problems with the device were noted. The reported event was confirmed. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the fiber during reprocessing, setup, or use contributed to the break. Therefore, the investigation conclusion code assigned is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction to field block h5 and h8.

Event description:
It was reported to boston scientific corporation on april 30, 2021 that a lighttrail reusable 365um laser fiber was used in a rigid ureterorenolithotripsy procedure in the ureter performed on (B)(6) 2021. The laser unit used was an auriga 30 laser console with the laser settings of 600 joules and 1000 hertz. During withdrawal, when the physician was removing the laser fiber from the patient, it was noticed that the fiber was broken. The procedure was completed with the original lighttrail reusable 365um laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Event description:
It was reported to boston scientific corporation on april 30, 2021 that a lighttrail reusable 365um laser fiber was used in a rigid ureterorenolithotripsy procedure in the ureter performed on (B)(6) 2021. During withdrawal, when the physician was removing the laser fiber from the patient, it was noticed that the fiber was broken. The procedure was completed with the original lighttrail reusable 365um laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 10, 2021: the laser unit used was an auriga 30 laser console with the laser settings of 600 joules and 1000 hertz.

Manufacturer narrative:
Block e1: initial reporter address 2: (B)(6) block h6: medical device problem code a0401 captures the reportable event of fiber broke. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: blocks a1, b5 and e1 have been updated with additional information received on june 10, 2021.